Manufacturer narrative:
(B)(4). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the wire anchor was dislodged from the working length. The distal pierced hole was also torn causing the wire anchor displacement from its original position. These findings were consistent with the findings when the device was observed under magnification. The cutting wire was also blackened indicating use and handling of the device. A functional evaluation was performed by inserting a spare 0.035in guidewire and it was able to advance through the device as intended without any problems. No other problems with the device were noted. The product analysis revealed that the wire anchor was dislodged and the cutting wire was blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to some factors encountered during the use of the device, such as interaction with another device and/or the manner as the device was handled which could have caused the distal pierced hole to tear and the cutting wire/anchor got dislodged from the working length. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Boston scientific received a autotome rx 44 device with no associated information. Evaluation of the device revealed a dislodged wire anchor. Please based on follow-up, this autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, they were not able pass the guidewire through the autotome rx 44. It was reported that they attempted to front load and back load the guidewire without success. The procedure was completed with a non bsc device using the same original guidewire. There were no patient complications reported as a result of this event.